Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced infection symptoms including redness, swelling, and discharge from the pocket incision. The pocket was aspirated and cultured on (B)(6) 2024, and culture results were positive for (+) mrsa. A system explant occurred on (B)(6) 2024 and the patient received IV antibiotics.

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced infection symptoms including redness, swelling, and discharge from the pocket incision. The pocket was aspirated and cultured on (B)(6) 2024, and culture results were positive for (+) mrsa. A system explant occurred on (B)(6) 2024 and the patient received IV antibiotics. As of (B)(6) 2025, the patient had recovered from the infection. In the opinion of the physician, the root cause of the infection was unable to be determined; however, it was noted the patient had issues with incision healing from procedures prior to barostim implant.

Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, and lal testing results were below action and control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated field: a4, a6, b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. On (B)(6)2024, the patient experienced infection symptoms including redness, swelling, and discharge from the pocket incision. The pocket was aspirated and cultured on (B)(6)2024, and culture results were positive for (+) mrsa. An ipg and partial csl explant occurred on (B)(6)2024 and the patient received IV antibiotics. As of (B)(6)2025, the patient had recovered from the infection. In the opinion of the physician, the root cause of the infection was unable to be determined; however, it was noted the patient had issues with incision healing from procedures prior to barostim implant. On (B)(6)2025, the mrsa infection recurred, and the remaining portion of the csl was planned to be explanted on (B)(6)2025 without cvrx assistance. In the opinion of the physician, the infection recurred due to the csl not being completely removed.

Manufacturer narrative:
Updated fields: cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced infection symptoms including redness, swelling, and discharge from the pocket incision. The pocket was aspirated and cultured on (B)(6) 2024, and culture results were positive for (+) mrsa. An ipg and partial csl explant occurred on (B)(6) 2024 and the patient received IV antibiotics. As of (B)(6) 2025, the patient had recovered from the infection. In the opinion of the physician, the root cause of the infection was unable to be determined; however, it was noted the patient had issues with incision healing from procedures prior to barostim implant. On (B)(6) 2025, the mrsa infection recurred, and the remaining portion of the csl was explanted on 23-(B)(6) 2025 without cvrx assistance. The patient was prescribed oral antibiotics. As of (B)(6) 2025, the infection was resolved and the patient was no longer taking antibiotics. In the opinion of the physician, the infection recurred due to the csl not being completely removed.